Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) throughout time. This behavior is related to the low voltage capacitor advisory. The device is part of the advisory group. This device was explanted and a new device as implanted at the same surgical intervention. Product investigation was concluded and confirmed that the device showed a fault code 1003. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable pulse generator was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) throughout time. This behavior is related to the low voltage capacitor advisory. The device is part of the advisory group. This device was explanted. No additional adverse patient effects were reported.